Event description:
An email was received regarding a medication cassette with item number 21-7609-24 and lot number unknown. It was stated chemical leak. This occurred during priming.

Manufacturer narrative:
H3: one device was received for evaluation. It was reported that the complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. However, root cause analysis is being addressed under a formal CAPA investigation. During the filling process a leak was observed between the tubing and female luer of all cassettes. No additional investigation activities are pending at the complaint level. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.